Event description:
It was reported that during priming with a prismaflex m100, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation, however, pictures and a video were provided. The visual inspection observed that the return line was perforated inside the screwed connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.